Event description:
I had essure implanted on (B)(6) 2009. Starting a year after implantation, I started to develop a slew of problems from bleeding to pain, to auto immune diagnosis, and more. I have to have a complete hysterectomy on (B)(6) 2018 due to the problems associated with essure.